Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument cable was damaged. The customer used a backup fbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument operated as expected during the last procedure usage. The instrument did not exhibit any unintended energy discharge. The instrument could be involved in inadvertent contact with another hard object or instrument. The instrument was inspected after the completion of the procedure with no damage observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis. Inspection identified a frayed grip cable at the distal end. This confirms the customer reported issue. As part of investigation, additional finding identified charring and localized melting on the outer surface of one of the bipolar yaw pulley. The instrument passed the electrical continuity test. This additional finding is unrelated to the cable damage.